Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.

Event description:
The dealer states the right side rigging works ok but the left is staggering when it comes down.